Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol 3dmax (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel 3dmax (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol soft mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol kugel patch (device #1). It is alleged that on (B)(6) 2016, the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #2) and an unspecified bard/davol bard soft mesh. It is alleged that on (B)(6) 2016, (B)(6) 2018, and (B)(6) 2018, the patient had unspecified injuries related to a defect in the kugel patch (device #1) and 3dmax (device #2) and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the kugel patch (device #1) and 3dmax (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."